Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the full height drawer 6 was failing to register closed. The field service engineer found that the latch sensor wasn't fully seated in the latch housing assembly and adjusted the latch sensor to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had main narcotic drawer failure. The customer stated that the malfunction occurred and there was delay in dispensing medication to a patient care. There were no adverse events or injuries reported based on this event.